Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/29/2013 with the following findings: review of the blackbox data revealed only typical usage in the alarm history. On investigation, the pump powered on with vibratory and audible sounds intact. An ¿ezprime¿ sequence was successfully completed. The pump was exercised for 24 hours without un-programmed boluses recorded in history. A normal 10 unit bolus and a 10 unit audio bolus with both accurately recorded in the pump history. All keys on the keypad were found to be responsive to user input. No hypersensitive keys were observed. Unrelated to the original complaint, a crack was noted near the case seal of the battery compartment. Investigation was unable to duplicate the complaint during the investigation process.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
The patient contacted animas on (B)(6) 2013 alleging the pump self-delivered boluses of 0.00 units insulin. Review of the pump history during troubleshooting by customer support revealed multiple 0.00 boluses that were cancelled and several boluses that were completed. The patient stated the bolus history was not reviewed prior to giving the non-zero boluses. The patient denied giving the 0.00 unit boluses. Customer support determined through troubleshooting that it appeared that the patient may have given 7.18 to 10.70 units of insulin on (B)(6) 2013 between 2:01 pm and 2:50 pm, according to the bolus history in the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting.